Event description:
On (B)(6) 2013, patient contacted animas, alleging that the buttons on the pump were sticking. In a subsequent call, patient reported that the ¿up arrow¿ button was sticking and required hard presses in order for it to respond. Patient noticed the button issue about 3 weeks ago. Patient stated that the rubber keypad was not peeling or torn and that the pump was not exposed to moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.